Event description:
It was reported to boston scientific corporation in 2006 that a cre esophageal/pyloric/colonic wireguided balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure the day before (patient gender, age and weight unknown). According to the complainant, during the procedure, the balloon ruptured between 11-12 mm and it did not reach the full size. Another cre esophageal/pyloric/colonic wireguided balloon dilatation catheter was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.